Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl and was admitted to the hospital. Cause of bg level was not known. Hospital staff removed pump and are "managing [their] bgs"; nature of bg management was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.